Event description:
The customer reported via telephone that she had a bad sensor alert and blood at the site the weekend prior to the call. The customer stated that the insulin pump returned a threshold suspend alert and she had a sensor glucose level of 40 mg/dl and a blood glucose level of 118 mg/dl at the time of the call. The customer also reported that she received multiple calibration errors. The customer stated that this was a past issue and she was already wearing another sensor. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.